Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the suture broke. A flexima¿ was used for a percutaneous transhepatic biliary drainaige procedure. As the procedure was almost done, the physician tried to make a loop in the catheter. When the physician pulled back the string, it was noted that the string snapped. The catheter was removed from the patient's body. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.